Event description:
It was reported that the femur implant rotation was too external and the tibia was cut valgus when using the cutting block. The surgeon executed the varus cut of the tibia by hand and using an alternate instrument. This extended surgery time approximately 40 minutes.